Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2013-05017, 2134265-2013-05039. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback. The physician attempted automatic pullback thrice. The procedure was completed by manual pullback by the use of the same device. No patient complications were reported and patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. The unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-05017, 2134265-2013-05039 it was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback. The physician attempted automatic pullback thrice. The procedure was completed by manual pullback by the use of the same device. No patient complications were reported and patient's status is stable